Manufacturer narrative:
(B)(4). The device was returned and evaluated by cardinal health. The device was received with buttons #1 and #2 fully depressed; however, button #3 was not retracted. Leak testing was performed and found no leak in the balloon. Subsequently, visual inspection revealed that there was no saline in the balloon or in the syringe. The condition of the returned device indicated that the balloon was not purged of air during the preparation step. Vacuum was drawn from the balloon prior to it being fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. The lot history record indicated that all quality control acceptance criteria was met and the product was sterilized prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could have been incorrect prep of the balloon. The mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon pull through the arteriotomy. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. Should additional relevant information become available a supplemental MDR will be filed. Note: MFR report # 3004939290-2016-00201 follow up 1 was originally submitted on 08/24/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 08/26/2016.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1611606) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the balloon of the mynx ace device popped while the device was being pulled back to the arteriotomy. The device was being used for arterial closure following an interventional peripheral procedure. It is unknown whether or not during the preparation of the device, the black marker on the inflation indicator was fully exposed or not. It is unknown whether or not resistance was felt while inserting the device or during pull back to the arteriotomy. The device was removed and manual pressure was held for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. Additional information was requested but was unknown.